Manufacturer narrative:
On july 18th 2019 we received this additional information: during the surgery on (B)(6) 2019, the patient came in due to signs of an infection. The surgeon decided to implant a femoral component and poly and cement them to the tibia to act as a "spacer". The surgeon also implanted antibiotic beads into the patient and prescribed the patient antibiotics for 6 weeks. On (B)(6) 2019, the surgeon removed all components from the patient and put in permanent hardware. The surgery was completed successfully. Please let me know if you need any additional information.

Manufacturer narrative:
Batch review performed on 07 jun 2019: lot 150409: (B)(4) items manufactured and released on 20-aug-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0024l femoral component sphere cemented size 4+ l (k140826) lot. 172747: (B)(4) items manufactured and released on 04-aug-2017. Expiration date: 2022-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery (washout and poly swap) has been performed on (B)(4) 2018, 5 months from the primary due to an infection (the pathogen unknown, the complaint: (B)(4), MDR: 2018-00330 was filed). Presently the second revision surgery has been performed after 1 year and 1 month from the last revision due to an infection (the pathogen is unknown). The surgeon revised the femoral component and the inlay and implanted antibiotic beads.